Event description:
It was reported that, during shock impedance testing, the device issued a code 1005 (open shock lead) and shock lead impedance was noted to be 160 ohms. A technical services consultant recommended lead replacement and the field representative noted they would likely replace the device as well. During the subsequent system extraction, there was a tear in the rv. Shortly after the rv lead was removed the patient's blood pressure dropped and, although resuscitation was attempted, the patient expired.